Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be take to replicated or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A nurse reported that the equipment froze during an exam. An alternate system was used to complete the exam. There was no patient harm reported.